Manufacturer narrative:
This device has been returned and is in the process of device analysis.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room with symptoms of syncope. Additionally, the device reached end of life and there were concerns of premature battery depletion. Technical services reviewed an confirmed this is abnormal depletion and recommended a device change out. Subsequently, the device was explanted and replaced that same day. Additionally information was requested from the field representative to determine the cause of the syncope however, it was undetermined. Due to the device being at end of life, no interrogation could be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This device has been returned and is in the process of device analysis.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room with symptoms of syncope. Additionally, the device reached end of life and there were concerns of premature battery depletion. Technical services reviewed an confirmed this is abnormal depletion and recommended a device change out. Subsequently, the device was explanted and replaced that same day. Additionally information was requested from the field representative to determine the cause of the syncope however, it was undetermined. Due to the device being at end of life, no interrogation could be performed. No additional adverse patient effects were reported.